Event description:
It was reported that device entrapment occurred. An opticross hd catheter was used for ultrasound examination of the target lesion. During the procedure, the device was caught the distal end of the stent edge and the stent accordioned. The procedure was completed successfully with a different device. There were no patient complications.